Manufacturer narrative:
The technician found the plate that covers the siderail latch was bent. The technician straightened the latch plate to repair the bed.

Event description:
Information received indicates the right intermediate siderail would not latch in the upright position.